Event description:
The pa (pulmonary artery) catheter was unable to be inserted into 9 fr sheath that was in the kit. It was replaced with 11 fr sheath in order to get the catheter to go in. The 9fr was actually what came in the endovent pulmonary catheter kit.====================== health professional's impression======================see above====================== manufacturer response for edwards lifesciences port access system, endovent pulmonary catheter kit======================rep was in attendance.